Manufacturer narrative:
Product event summary: evaluation determined that investigation is needed because it was reported that poor coupling and ins.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having difficulties charging, poor coupling with recharging. Product service specialist (pss) did troubleshooting with patient and the issue was resolved. The patient was able to get 6-8 bars. The patients stated that she was trying to program it and she put new batteries in the patient programmer but once they turn it on they got a circle. Pss explained that this was the synchronize screen. After synchronizing the patient reported stim was on and that their implantable neuro stimulator (ins) was low. The patient stated that the patient programmer was full and she was on program e. The pss walked the patient through recharging and al feature and the patient got full coupling boxes but still had quarter charge. The patient has pain in lower back going down her calf and indicated that they needed reprogramming to get to those areas. The patient stated that the stimulator has helped since the implant but they need more relief. The patient also mentioned they were healing from surgical pain in the top part of their back. The patient reported its hurt since the implant. The patient clarified that their calf was helped right away it was all gone and so their lower part of the back got worse in the last 2 or 3 days from this report and that the position they were sitting in was really painful. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient has chronic back pain that goes down into the leg, and they have been working with a manufacturing representative (rep) to reprogram for more relief. No further information was reported.